Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI: upn: (B)(4), model: sc-2408-56, serial: (B)(4), batch: 5121934.

Event description:
It was reported that the patient experienced loss of stimulation due to lead migration which have pulled out of the epidural space. The patient was doing well postoperatively. The patient leads were replaced and will be returned.

Event description:
It was reported that the patient experienced loss of stimulation due to lead migration which have pulled out of the epidural space. The patient underwent a full system replacement procedure.

Manufacturer narrative:
Sc-2408-56, sn (B)(6). Device evaluation indicated that the device passed all tests performed. Sc-2408-56, sn (B)(6). Device evaluation indicated that the device passed all tests performed.